Event description:
A review of svc data detected a reportable event. During servicing, monitor sn (B)(4) displayed code 29 - charge profile fault. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn 0(B)(4) has been completed. Upon eval the monitor displayed code 29 - charge profile fault. The cause of the code 29 is a damaged green wire on capacitor c19 of the defibrillator board. The root cause of the damaged capacitor wire cannot be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.